Event description:
The wire on the blue section of the dilator frayed during the peg placement procedure and lacerated the pts larynx. Pt was taken to the or for emergency surgery for occluded airway. The pt was intubated and remains intubated today.